Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump was damaged in the area where the cartridge is loaded which caused the customer to have difficulty loading multiple cartridges. Blood glucose level was in the 200s (mg/dl). Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged pump case damage issue could not be verified.